Event description:
The pt experienced a loss of therapeutic effect following reprogramming. The neurostimulator was replaced and the pt recovered without sequelae. Additional information was requested.

Manufacturer narrative:
(B)(4)